Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that an unknown quantity of wafers from additional unknown quantity of market units had an off centered starter hole. The end user stated that this had been going on for at least 2 years. He did use them and usually did not have any issues. He placed the larger adhesive area towards the bottom of his stoma. There was no harm reported. No photo is available at this time.